Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating oversensing associated with the right ventricular lead. Beginning (B)(6) 2016, ventricular tachycardia (vt)-nonsustained episodes with evidence of lead noise oversensing.

Event description:
It was reported that the right ventricular (rv) lead had exhibited oversensing and noise. It was also noted that the sensing had decreased and then went back up. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.